Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: italy. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the e-ring was missing, the machined head, screws, pin, seals, and poppet housing were damaged, the swivel was loose, and the bearings and reciprocating arm were corroded. The motor, sleeve, swivel, e-ring, seals, poppet, hinges, bearings, reciprocating arm, machined head, screws, and pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the dermatome was identified as damaged. The device does not work correctly. There was no harm or delay reported as there was no patient involvement. Diligence is complete. During device evaluation the dermatome motor speeds were unstable.